Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
At the end of a redo pulmonary vein isolation procedure, a pericardial effusion was noted on an echocardiogram. A pericardiocentesis was performed and the patient stabilized. The physician alleges that the effusion occurred during transseptal puncture and not during ablation. There were no alleged performance issues with any abbott devices. The patient remained stable.